Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pacemaker mediated tachycardia (pmt) and noise due to myopotential oversensing were observed on the device. Functional loss of capture and loss of pacing were observed following the oversensing. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.